Event description:
The manufacturer representative reported that an implantable neurostimulator (ins) was exempt since the doctor tried to implant it, but something went wrong, and they decided to scrap it and use a different one instead. It was stated that the ins impedance was out of range. The ins was checked multiple times where they increased voltage, cleaned the lead, and reinserted. The ins was being sent in for testing. It was stated that the issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. It was attached to a known good lead and the impedances were measured to be normal.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.